Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self- test, error test and displacement test. Pump passed the delivery accuracy test. The device was received with cracked case at the display window corners and reservoir tube lip. The device was received with stained end cap sticker, minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient was hospitalized for a high blood glucose between 15.0 mmol/l and 32.0 mmol/l. The patient experienced vomiting and nausea. During troubleshooting the insulin pump failed the high pressure test: the device did not alarm no delivery after 5 units were delivered. The insulin pump will be returned for analysis.